Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation under the ECG electrodes. The area was described as red with broken skin. The patient's doctor prescribed mupirocin cream for the area. During a follow up, the patient reported that the irritation was improving with the use of the cream.